Manufacturer narrative:
Paukovitsch m, et al. (2025) valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis. Front. Cardiovasc. Med. 12:1465409. Doi: 10.3389/fcvm.2025.1465409.

Event description:
It was reported via literature that device structural deterioration and a valve-in-valve procedure occurred. This single center study from (B)(6) between (B)(6) 2014 and (B)(6) 2022 was performed to evaluate the short and mid term outcomes of valve in valve transcatheter aortic valve replacement (tavr) procedures performed at a high-volume tertiary heart center by comparing procedural outcome to tavr in native valve stenosis. Between (B)(6) 2014 and (B)(6) 2022 (B)(4) patients underwent tavr procedures of whom (B)(4) patients required valve in valve tavr procedures due to degenerated aortic bioprostheses. Procedures were performed under local anesthesia and mild conscious sedation, if required. Transfemoral access was exclusively used in valve in valve tavr patients. Patients received standard single antiplatelet therapy, anticoagulation only if otherwise indicated. (B)(4) patient required a valve in valve procedure due to degeneration of a previously implanted lotus valve. No further information on the status of the patient is available.

Manufacturer narrative:
Paukovitsch m, et al. (2025) valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis. Front. Cardiovasc. Med. 12:1465409. Doi: 10.3389/fcvm.2025.1465409 d1: corrected from lotus valve system to lotus edge valve system d2a: added h7: corrected from no remedial action applies to recall h9: added

Event description:
It was reported via literature that device structural deterioration and a valve-in-valve procedure occurred. This single center study from ulm university heart center between january 2014 and december 2022 was performed to evaluate the short and mid term outcomes of valve in valve transcatheter aortic valve replacement (tavr) procedures performed at a high-volume tertiary heart center by comparing procedural outcome to tavr in native valve stenosis. Between january 2014 and december 2022 three thousand four hundred and fifty-five (3455) patients underwent tavr procedures of whom one hundred (100) patients required valve in valve tavr procedures due to degenerated aortic bioprostheses. Procedures were performed under local anesthesia and mild conscious sedation, if required. Transfemoral access was exclusively used in valve in valve tavr patients. Patients received standard single antiplatelet therapy, anticoagulation only if otherwise indicated. One (1) patient required a valve in valve procedure due to degeneration of a previously implanted lotus valve. No further information on the status of the patient is available.